Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20065106. D.4. Medical device expiration date: 6/2/2023. H.4. Device manufacture date: 6/2/2020. H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20065106. From the information provided by the customer it appears that that flow restriction occurred while the smartsite was connected to the mobifuser product. A review of the production records for lot 20065106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced underinfusion. The following information was provided by the initial reporter: the mobifuser balloon did not fully deflate. Two thirds of the treatment was not administered over the 24 hours and the mobifuser balloon did not fully deflate. The volume remaining in the device was 200mls. Carefusion smart site: 6.36 ml/hr. Control: 10.29 ml/hr calibration temperature 32. Drug : cefepime 3,000mg.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 20200628231 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code(s): 2964. FDA patient problem code(s): 2199.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced underinfusion. The following information was provided by the initial reporter: the mobifuser balloon did not fully deflate. Two thirds of the treatment was not administered over the 24 hours and the mobifuser balloon did not fully deflate. The volume remaining in the device was 200mls. Carefusion smart site: 6.36 ml/hr. Control: 10.29 ml/hr. Calibration temperature 32. Drug : cefepime 3,000mg.